Event description:
Additional information was received from a consumer. The patient's medical history includes a boating accident in 1980, which left the patient with right leg neuropathy. It was reported that on (B)(6) 2013 the patient pump was replaced because of the age of the prior pump. At that time, a mesh pouch was inserted as part of the device. The device implanted in 2013 was defective. The faulty device allowed medicine to leak out of the pump, without warning, into the abdominal cavity. The patient learned that the device failed when he was treated by his doctor on (B)(6) 2014. At that time the patient had surgery and was told that the pump had mechanically failed. The patient has had numerous surgeries by various doctors, and further surgeries were planned. On (B)(6) 2014, the operative report indicated the patient had an infected mesh status post removal of the morphine pump and mechanical complication of the pump. On (B)(6) 2014, the preoperative and postoperative diagnoses both stated failure of implanted medical device. The pump leaked pain medication into the abdominal cavity, thereby seriously injuring their bowel and internal organs, and causing damage to the patient's left leg and the left side of the body. Originally, the patient had suffered an injury to the right leg, and was getting pain, medication for right leg neuropathy. However the failure of the pump caused damage to the left leg. The leaking medication caused the patient's mesh to partially dissolve and his tissues to be damaged. The mesh became wrapped around the bowel, and absorbed the tubing. The tubing was - and continues to be - absorbed into the mesh. The mesh is wrapped around the large bowel and left kidney. In order to treat his current condition, the patient has been told that they will need to lose at least 8 inches of the large bowel, 18 inches of his small bowel, and the left kidney. In addition, the patient has suffered from a serious infection that occurred because of the leaking of the pump damaging the mesh. Serious permanent personal injuries and related damages were suffered as a direct and proximate result of a defective pump, catheter and mesh bag. The device failed to deliver the programmed dosage of medicine.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via implantable infusion pump. It was reported that there was product liability, warranty and negligence. The pump implanted to relieve nerve pain failed and leaked medication into the patient's abdominal cavity causing the patient to suffer serious internal injuries that required surgical intervention. The device information, onset, troubleshooting, and cause of this event were not reported. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.